Event description:
Patient was implanted on an unknown date with matrix for lumbar fusion at l4-l5. On (B)(6) 2013 patient was returned to or to extend the lumbar fusion construct to level l3-l4 due to adjacent level disc disease. While removing the locking caps and rods at l4-l5, the tip of the screwdriver shaft sheared off. All broken fragments were retrieved; the screws for the l4-l5 fusion were not removed and remain implanted. This is 5 of 11 reports for this event.

Manufacturer narrative:
This device was used for treatment, not for diagnosis. Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number.